Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported in a general comment that when treating the left anterior descending (lad) coronary artery with heavy calcification, the whisper guide wire tip gets stuck in the anatomy and is difficult to remove; however the device is removed independently. There is no resistance during advancement. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.